Event description:
Related manufacturer reported number: 2017865-2021-32176. It was reported that atrial lead noise with oversensing clearly due to electromagnetic interference (emi) was observed on the atrial and ventricular leads. The noise was noted to possibly have been related to a medical procedure. The patient was not dependent on the device for normal function. There were no reported adverse events. The patient was stable.